Event description:
It was reported that the cot and stair chair were in the ambulance at the time of an accident. There was no patient involvement or adverse consequences initially reported. After further investigation, it was reported that there was patient involvement and adverse consequences. It was reported that during the accident, the cot came out of the cot fastening system moving freely about the ambulance cabin. It was reported the patient passed away and the medic received deep tissue damage to the leg which required physical therapy.